Event description:
The account alleged the side rail was not latching in the raised position. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.